Event description:
After the surgery, it was noted that lag screw protruded from femoral head. Another surgery to replace the lag screw and remove and anti rotation lag screw was performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.